Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received samples for investigation, including a total of 92 samples and 3 photos. The samples were visually inspected, and no damage or abnormalities were observed. Additionally, the photos were evaluated and do not show the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive potential cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® edta 2k, insufficient negative pressure was observed in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.